Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances at implant. The values were 2593 ohms while testing the lead via a pacing system analyzer. When impedances were tested through the device, values were lower. At this time, the lead remains in service. No adverse patient effects were reported.